Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician reported that a fresenius 2008t machine experienced a ¿remove usb device 2¿ message during a patient¿s hemodialysis (hd) treatment. The alarm occurred approximately one hour and thirty minutes into the patient¿s treatment, and the patient had to be moved to another machine. Upon follow up, it was reported that the venous line clotted due to the pause in treatment (caused by the alarm). As a result, blood in the venous line could not be returned. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The patient was using an optiflux 180nre dialyzer along with fresenius bloodlines. It was confirmed that the patient was able to complete their treatment after being moved to a new machine and being re-setup with new supplies. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine remained out of service at the time of follow up, and no further information could be obtained.